Event description:
It was reported that the surgeon was attempting to insert a aq2003v silicone three piece lens and the lens was torn while advancing in the cartridge. There was no pt contact.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was a surgical residue on the cartridge, however, there was no visible damage observed. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation. (B)(4).